Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unk. Event description: two insufflation needle complaints occurred at [facility] complaint 1 of 2: (B)(4) - c2201 lot #1495499. Complaint 2 of 2: (B)(4) - c2201 lot# unknown. The surgeon noted that the needle was duller than usual and it was difficult to insert the needle. The stylet was able to be retracted. The surgeon has experienced this multiple times over the past week. No other instruments were being used at the time of the event. No patient injury occurred. The case was completed using the same device. Product is available for return. Additional information was received via email on 03oct2023 from account manager ii, applied medical. "They mentioned that this had happened a few times over the prior week but did not know the case dates/times etc. No patients have been hurt and the surgeon used the needle as intended each time, noting that it felt harder to penetrate the peritoneum. I have asked for more information but this is all I have been able to gather. Several others use the veress needle and no one else has complained or had an issue." Complaint # (B)(4) was created to account for all the other instances that occurred in the past week at the facility. The surgeon has not confirmed the total number of incidents that occurred. Intervention: ni. Patient status: no patient injury was reported as a result of the event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This event was initially reported based on the description of the event. However, based on additional information, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: unk. Event description: two insufflation needle complaints occurred at [facility]. Complaint 1 of 2: (B)(4) lot #1495499 MFR 202711-2023-00634. Complaint 2 of 2: (B)(4) lot# unknown MFR 202711-2023-00635. The surgeon noted that the needle was duller than usual and it was difficult to insert the needle. The stylet was able to be retracted. The surgeon has experienced this multiple times over the past week. No other instruments were being used at the time of the event. No patient injury occurred. The case was completed using the same device. Product is available for return. Additional information was received via email on 03oct2023 from (B)(6), applied medical "they mentioned that this had happened a few times over the prior week but did not know the case dates/times etc. No patients have been hurt and the surgeon used the needle as intended each time, noting that it felt harder to penetrate the peritoneum. I have asked for more information but this is all I have been able to gather. Several others use the veress needle and no one else has complained or had an issue." Complaint #2023-002810 was created to account for all the other instances that occurred in the past week at the facility. The surgeon has not confirmed the total number of incidents that occurred. Intervention: ni. Patient status: no patient injury was reported as a result of the event.